Manufacturer narrative:
(B)(4). Batch number: m55l6z. Investigation summary: the analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the postoperative repair of trachea leakage, could not fire on the 1st firing. Changed ec60 to complete the surgery. There were no adverse consequences to the patient.